Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the lvp on the surgical ICU [sicu] containing propofol was not infusing. The propofol was ordered to infuse at 30 mcg/kilogram/minute or 22 ml/hour and should have completed in 4.5 hours. The nurse stated the device did not alarm, make a sound or signal that it was not infusing. A second nurse verified this pump failed without any alarm or warning. The propofol was restarted in a new channel. The patient returned to a more tranquil state. This event did not impact the patient or cause any patient harm.

Manufacturer narrative:
Additional information added; d.10, & d.11. Correction; h.6. (Device codes). The report that the pump failed to infuse propofol was not confirmed. The pcu event log shows pump module s/n (B)(6) was in use and infusing propofol sedation 1000mg/100ml (drugid 322) at a rate of 22.1ml/hr with a vtbi of 80ml was initially started at 7:41 pm on (B)(6) 2020. The bag appears to have been changed at 2:02 pm on (B)(6) 2020 after recording 394.585ml was infused. From 2:02 pm (B)(6) 2020 to 11:53 am on (B)(6) 2020, the log shows 276.626ml was delivered. At 11:53 am on (B)(6) 2020, the device alarmed for air in line and the infusion was paused. At 11:56 am, the device alarmed for flo stop open for 1 second. The door was then closed and the infusion was restarted. The infusion then ran until 2:25 pm when the primary infusion completed and the device transitioned to kvo. The user then changed the vtbi to 60ml and restarted the infusion. At 2:50 pm, the user paused the infusion and then restarted 14 seconds later. At 2:53 pm, a channel disconnect occurred and pm s/n (B)(6) was removed from the system. The user selected softkey 14 to address the channel disconnect pop-up at the same time the device was removed from the system, which seems to indicate that the channel disconnect was due to the user physically removing the device from the system. The volume recorded as being infused from 11:53 am to 2:53 pm on (B)(6) 2020 was 65.003ml. A review of the device error logs found no errors during the time period of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled and no anomalies were noted that could have contributed to the reported issue. The device was being used for treatment the disposable set was not returned for investigation. The event log is not able to determine the starting/ending volume of the fluid container nor when the bag was changed. The root cause of the report that the pump failed to infuse propofol was not identified.

Event description:
It was reported that the lvp on the surgical ICU [sicu] containing propofol was not infusing. The propofol was ordered to infuse at (30) mcg/kilogram/minute or 22 ml/hour and should have completed in 4.5 hours. The nurse stated the device did not alarm, make a sound or signal that it was not infusing. A second nurse verified this pump failed without any alarm or warning. The propofol was restarted in a new channel. The patient returned to a more tranquil state. This event did not impact the patient or cause any patient harm.